Manufacturer narrative:
Patient information provided. A medtronic representative reported that the perc pin frame that was used in the procedure was received and inspected. The device had no damage and worked exactly as intended when tested with a working perc pin. After speaking with a rep who attended the case and reported the complaint, there may have been some soft tissue caught in the interface between the perc pin and perc pin reference frame that prevented the pin from locking into place. The device was returned to the customer since it was fully functional and the issue was most likely caused by user technique.

Event description:
A medtronic representative reported that, while in a spine procedure, there was motion in the percutaneous pin frame about the axis of the pin, causing navigation to be inaccurate. It appeared to be easily manipulated and accuracy would be intermittent depending on where it rested. No specific measurement of the inaccuracy was provided. It was noted that the patient had good bone quality and the pin appeared rigid in the pelvis. The surgeon noticed this early in the procedure and opted to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. Noted was that a percutaneous pin and reference frame may have been bumped, causing inaccurate navigation. On 03/11/2015: a medtronic representative, following-up at the site, reported the site is going to use open spine clamps instead of percutaneous pins going forward. On 03/13/2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.